Event description:
As reported, in 2004, this patient underwent endovascular repair using gore excluder bifurcated endoprostheses. Post-operatively, aneurysm sac enlargement was noted. A reintervention took place in 2008 using three additional gore excluder aaa endoprostheses to reline the original devices. The patient tolerated the procedure. A residual type ii endoleak was present at the follow-up and will be monitored by the physician.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note that a pcc161200 was also implanted in the patient.